Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During prep, the balloon (B)(4) inflated but would not deflate. The prep was per labeling instructions and the case was finished without any other problems. The concentration used to inflate the balloon was 50/50, and the balloon was inflated per IFU with normal pressure. The balloon was inflated with a 5cc syringe. No kinks, compressions, or bends on the device that may have contributed to the event. The procedure was completed successfully. The product will be returned for analysis.

Manufacturer narrative:
During prep, the balloon (brs00060900/ c11024) inflated but would not deflate. The prep was per labeling instructions and the case was finished without any other problems. The concentration used to inflate the balloon was 50/50, and the balloon was inflated per IFU with normal pressure. The balloon was inflated with a 5cc syringe. No kinks, compressions, or bends on the device that may have contributed to the event. The procedure was completed successfully. The product will be returned for analysis. As received, the unit was correctly bagged and sealed. Although it was not in the hub clip, no defect was noticed on the outer surface. However, dry contrast media was found along the inflation lumen of the catheter as well as inside the balloon inflation port. Catheter flushed appropriately. However, the balloon could not be inflated. Even though the dry contrast could be removed from the inflation lumen port, the inflation test could not be performed. Contrast crystal formation inside the balloon catheter lumen did not allow the balloon inflation/deflation test. Inflation cross sectional area is obstructed. The root cause of this product complaint could not be determined since the balloon inflation/deflation test could not be performed. All possible causes identified as parts of this product complaint are discarded because of the balloon inflation/deflation test could not be performed. Based on the information available, the failure reported by the customer was not confirmed, since dry contrast impeded testing of the balloon. Procedural factors could have contributed to the failures reported, but neither the product analysis nor the manufacturing records review suggests that the reported failure could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken.